Event description:
Patient scheduled for thermal ablation. Equipment malfunctioned, and the disposable catheter was changed for " high pressure reading." The umbilical cable was changed after the procedure was aborted for "high temperature."